Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported this implantable defibrillation lead exhibited fluctuating pacing impedance measurements from less than 200 ohms to 325 ohms. The presenting electrogram (egm) showed myopotential oversensing or diaphragmatic noise with no pacing inhibition. Troubleshooting for the next in-clinic follow-up was discussed. No adverse patient effects were reported.